Event description:
It was reported on (B)(6) 2026 that surgeon was implanting a volt proximal humerus plate for a proximal humerus fracture the surgeon was implanting a 3.5 cortex screw in the most distal hole of the plate. While the surgeon implanting the screw, the head of the screw broke off. The surgeon left the shaft of the screw implanted in the patient. There was no surgery delayed due to the reported event. The procedure was successfully completed.

Manufacturer narrative:
Product complaint #(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.